Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, one (1) polarcup trial insert nav 22/55 cracked and then broke off outside the patient. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it showed that one distal tip was broken off. It was concluded that the complaint device was fractured. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the alleged device revealed no other similar complaints for the same batch, and the complaint history review performed on product number level over the previous 12 months revealed 6 additional complaints with related failure modes but none of the additional cases led to a precisely determined root cause. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The investigation process do not lead to a clear conclusion. The reported failure mode can be confirmed, but the root cause stays undetermined after investigation. Normal wear and tear are known to contribute to the reported event. To date, further actions are not deemed necessary. There is no objective indication that the reported device failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, one (1) polarcup trial insert nav 22/55 cracked and then broke off outside the patient. It is unknown how the procedure was finished. However, there was no delay. Patient was not harmed as a consequence of this problem.